Event description:
Dealer called in and stated the end user was transferring out of their vehicle and the left side fork broke loose from the frame. End user claims they never received medical treatment. End user claims they hit their side on the running board located on the side of the vehicle when the fork broke loose from the frame. Dealer claims end user has some bruising and scrapes on his knees but no serious injuries sustained. Dealer claims to have made adjustments to the fork system. Dealer claims the pendulum is still tightly secure to the fork stem. Dealer claims the pin is out of the frame and alleges the frame broke near the set screw adjustments on the inside of the caster arm. Dealer to send in photographs.

Manufacturer narrative:
Product has not yet been returned to the MFR for eval and it is unk if or when MFR may have the opportunity to evaluate the device. MFR does not have all the details of the reportable event at this time to complete our investigation. A supplemental f/u report will be submitted as soon as we complete our eval and investigation.